Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty cable. However, the investigation was unable to determine the cause of the cable failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited no image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device exhibited no image. The issue occurred during preparation for use. There were no reports of patient harm.